Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 30 mg/ml dilaudid (hydromorphone) at 28.506 mg/day, 12.5 mg/ml bupivacaine at 11.877 mg/day, and 20 mcg/ml clonidine at 19.004 mcg/day. The reason for use was not reported. It was reported that a motor stall was noted at a regular refill appointment, and that the stall had recovered. There were no signs or symptoms of withdrawal. The session long report was provided from (B)(6) 2019 at 2:13pm, and it indicated that the pump stopped for 225 hours and 52 minutes, and that the pump was currently stalled at the time of the interrogation. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included interrogation and the patient being scheduled for replacement on (B)(6) 2019. Interventions/actions that were taken to resolve the issue included the patient being covered with oral medications for as needed use. The issue was not resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Correction: the previous report indicated recall, notification, and z-0497-2013 in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing and gear wheel number three. Analysis noted partially corroded teeth on gear number three. Analysis also noted residue and wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.